Event description:
After placing patient on stretcher at the end of surgery, laceration at pin site noted. Laceration determined to be about 1 1/2 inches in length. Skin staples and bacitracin ointment applied. Mayfield head frame sequestered.

Event description:
After placing patient on stretcher at the end of surgery, laceration at pin site noted. Laceration determined to be about 1 1/2 inches in length. Skin staples and bacitracin ointment applied. Mayfield head frame sequestered.